Manufacturer narrative:
Could not reproduce problem during testing.

Event description:
Customer stated "had it come apart when pushing the safety button to retract the needle. The part that separated was right below the blue butterfly tab and the needle retracted into the metal spring which was still in place to protect the needle. This occurred with one needle and the remainder were discarded."